Event description:
It was reported that when the device was used during a laparoscopic nephrectomy, while stapling the left renal vein, the device was fired but only resulted in staples forming on one side of the cut line. A second reload was used later in the procedure. The first misfire caused extensive bleeding resulting in immediate conversion. The conversion to open nephrectomy resulted in prolonged or time.